Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting proximal sensor error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he is unable to duplicate reported problem. Went through event log with customer and he states he is unable to find any significant event errors that start with 11 or 10. The customer attached a test lung to the device and removed proximal pressure line, the device alarmed. Customer reattached line, alarm went away. The customer is unable to duplicate error. No problem found. The customer will finish testing device and return to service if no errors found. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that there was misinformation given by the respiratory staff, because the biomed engineer could not find the error in the logs, there was no fault found. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.